Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the afapro28 balloon catheter with lot number 15236 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for nine applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50032 (the safety system detected a compromised outer vacuum). During inspection and pressure testing of the handle segment, it was observed that air was escaping through the laser hole inside the y-block fitting. The adhesive seal at the proximal end of the catheter shaft was breached. In conclusion, the reported issue of the temperature dropping faster than expected was not confirmed through testing. The reported system notice #50032 (the safety system detected a compromised outer vacuum) was confirmed through testing. The balloon catheter failed return inspection due to a leak observed at the outer vacuum lumen proximal end inside y-block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The "umbilical" cable was reconnected and then replaced without resolution. Upon the next ablation attempt, treatment was stopped at thirty-six seconds due to temperatures being higher than expected at that time. It was also reported that the system notice was received again on the next ablation attempt. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.